Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A nurse reported via phone call indicating that the customer was hospitalized with a blood glucose level of 519 mg/dl. The customer felt symptoms of hyperglycemia, vomiting, nausea, and had prostate cancer. The customer was treated with IV fluids. The customer stated the customer was on steroids which may have possibly led to the high blood glucose levels. The nurse was not comfortable to give any information about the customer's hospitalization. The call was dropped and no further information was provided.